Event description:
As reported on (B)(6) 2011, a patient of unknown gender and age presented for an evlt procedure on (B)(6) 2011. When the physician engaged the laser fiber with energy, the fiber sparked and emitted a bright light. The physician ceased the engagement of the laser fiber and then discarded the device. It was replaced with another new of the same device and the procedure was completed without further complications. There was no harm or injury reported to the patient.

Manufacturer narrative:
As the reported complaint sample was disposed of by the end user and not returned, angiodynamics is unable to perform a device evaluation. The complaint could not be confirmed. The root cause for the reported defect is unknown. The most likely root cause for the reported failure is that prior to use, the fiber sustained a forceful blow causing a crack in the fiber. When energy was applied to the fiber, the energy dissipated at the break causing it to emit the bright light. This most likely occurred after the device left the manufacturing site as the fiber is 100% inspected in process by manufacturing personnel and aql tested by quality assurance prior to shipping. If the device becomes available, the complaint will be reopened and the sample will be investigated. During the review of the manufacturing records for the lots obtained through a ship history review it was observed that the manufactured lots meet all device specifications and quality requirements. The instructions for use, which is supplied to the end user with this catalog number, contains a statement, "prior to and during use, avoid damaging the fiber by striking, stressing, or excessive bending. Do not coil the fiber tighter than a diameter of 20cm. Clinical safety and effectiveness data is not available for other fiber tip designs and diameters." This device received two 100% inspections and one aql inspection during the manufacturing process during which the fiber is connected to a laser generator and test fired. A review of the angiodynamics complaint system noted no trends for this complaint type and product family. This type of complaint will continue to be monitored for trends. (B)(4).